Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge time alert. A request was made to have data from this device analyzed. Data analysis confirmed that the charge times will likely increase beyond 45 seconds likely due to a malfunction. Technical services (ts) recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new device system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge time alert. A request was made to have data from this device analyzed. Data analysis confirmed that the charge times will likely increase beyond 45 seconds likely due to a malfunction. Technical services (ts) recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. During commanded full energy charge test, the device did not charge to the full energy and charge timeout occurred. When connected to external power, the device did charge to full energy. Battery voltage was enough to support a full energy charge. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge time alert. A request was made to have data from this device analyzed. Data analysis confirmed that the charge times will likely increase beyond 45 seconds likely due to a malfunction. Technical services (ts) recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted. A new device system was implanted and remains in service. No additional adverse patient effects were reported.